Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The catheter was removed from the carrier hoop, with no friction experienced. The shaft of the catheter was found to be broken 8cm from the hub with the inner braid exposed from 8-15cm from the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 30x4mm, eccentric, de novo, stenosed target lesion was located in the mildly tortuous hepatic artery. A 135/10 renegade hi-flo kit was selected for use. During the procedure, it was noted that the catheter was fractured when pulling out the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft fracture occurred. The 30x4mm, eccentric, de novo, stenosed target lesion was located in the mildly tortuous hepatic artery. A 135/10 renegade hi-flo kit was selected for use. During the procedure, it was noted that the catheter was fractured when pulling out the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.